Manufacturer narrative:
We are pending receipt of the device. The investigation is currently in progress.

Event description:
It was reported that the shaft of the device broke while pushing the device into the sheath. There was no patient injury reported.